Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4). Strips not returned.

Event description:
Caller reported discrepant blood glucose results comparing the aviva combo system to the aviva expert system. 22:20 combo 597 mg/dl 22:23 expert 155 mg/dl 22:28 combo hi, which on the system indicates a result in excess of 600 mg/dl 22:35 expert 245 mg/dl no adverse event was reported. The strips were not returned.